Event description:
It was reported that the customer had an MRI on her foot. Customer's blood glucose level was 127 mg/dl. Customer had a motor position encoder error on the insulin pump. Customer stated that the alarm was cleared with the esc/act buttons. Customer was advised to disconnect from the pump. Customer stated that the alarm occurred once. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder signal. No motor position encoder signal error alarm could be verified and the displacement test could not be performed due to the motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).